Event description:
The patient returned to the hospital 76 days post-op for complications with the wound. Patient was seen and discharged, but returned to the hospital four days later and received a wound vac. The patient was kept for observation and discharged three days after intake. Take-home instructions noted that home nursing would come and change the wound vac three times a week. No additional information is known at this time.

Event description:
It was reported that the pt underwent a c4-c5 laminectomy with c4-c7 fusion with hardware and rhbmp-2/acs. Thirty one days post-op, it was discovered (through anerobic culture propionibacterium acnes from neck incision) that the pt had developed significant wound infection which required extensive debridement with infection extending into the bone. The pt required long term outpatient IV therapy with daptomycin and remains under the care of an infectious disease physician.

Manufacturer narrative:
(B)(4). The suspect device was not identified, therefore, the MFR cannot determine the suspect device. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.